Manufacturer narrative:
Haemonetics sent a field service engineer to evaluate the nexsys pcs system. Haemonetics field service engineer found no issues and unit met manufacturers specifications. There was no evidence of a device malfunction found. The disposables were discarded by customer, without physical sample haemonetics is unable to establish cause.

Event description:
On march 03, 2021, haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the nexsys pcs system. The plasma collection procedure was completed successfully, no donor reactions or alarms encountered. There were no abnormalities mentioned except an elevated blood pressure, all other test results were within acceptable range. The nexsys pcs system collected 750ml of pure plasma and 500ml of saline infused. This was the donors first donation at the center. The cause of death was reported to be due to congestive heart failure. An autopsy was performed; there was no report available at this time.